Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller could not keep the date and time. No consequence to patient. No additional information available.

Manufacturer narrative:
Additional analysis of the complaint information and results of product testing has determined this would not be likely to cause or contribute to death or serious injury. The controller will continue to power the pump. The real time clock has a different power source from the pump parameters display and alarms. This will result in user annoyance with no affect the function of the pump. No additional information will be forthcoming.